Manufacturer narrative:
Device is currently under evaluation.

Event description:
On (B) (6) 2009, a gore flow reversal system was used for embolic protection during a carotid artery stenting and angioplasty. While attempting to place the gore balloon wire in a 90% occluded external carotid artery, the component would not advance past the lesion. The physician converted the distal filter protection (abbott emboshield) in the internal carotid artery, while using the gore balloon sheath as a guide catheter. The physician decided to pre-dilate the lesion. The gore balloon sheath hub-valve would not tighten over the angioplasty balloon after it was inserted. The valve would not move in either direction and hemostasis could not be achieved. The stent delivery system (abbott xact) was inserted through the gore balloon sheath; however, the delivery system broke while deploying the stent. The stent delivery system was removed and a diagnostic catheter was advanced to check stent placement, which was reported to be good. The physician did not post-dilate the stent. The patient remained stable throughout the procedure. There were no clinical sequela.